Event description:
It was reported that the pump was hit against a table and the touch screen became shattered and unreadable. Customer¿s blood glucose was 180 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.